Event description:
The patient received the scs system on (B)(6) 2011. It was reported that the patient was feeling stimulation in the ribs. Reprogramming the device was unable to resolve the issue. Patient had good pain coverages and the ribs stimulation was not uncomfortable, therefore, the patient decided not to do a device revision. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.